Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was performed to treat an 80% stenosed lesion in the left circumflex coronary artery with the ht balance middleweight universal ii guide wire. The guide wire (gw) was used to protect the branches during the procedure. Upon withdrawal there was concern the tip of the gw would separate, therefore the gw was withdrawn slowly multiple times. During these attempts, the tip unraveled, yet the gw was successfully removed. A new gw was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the production records and the corrective and preventive actions (CAPA) was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. A cine was received and reviewed: the reviewer concluded the following; ¿the short video provided does not confirm that the tip of the guide wire located in the left circumflex artery ¿unraveled¿ as both the suspect guidewire, and a second guidewire (unknown type) seen in the video, both appear to have patent tips. Additional equipment seen within the short video but it is unknown what this equipment is. This information, as well as diagnostic contrast enhanced images, could assist in determining a root cause. At this time, due to the lack of any detailed procedural steps or any relevant anatomical details being provided in the report, it cannot be determined what, if any, user steps or anatomical preconditions may have contributed and / or directly caused this device failure. The investigation was unable to determine a conclusive cause for the reported difficulties. It was reported that the guide wire experienced difficulty during removal. Factors that may contribute to difficulty during removal include, but are not limited to, outer diameter of the guide wire, device support, buildup of procedural contaminants, user technique, challenging anatomy, interaction with accessory devices, and/or damage to the guide wire. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported difficult to remove. Additionally, it was reported that the guide wire broke and unraveled during removal. It is possible that damage sustained during the procedure contributed to the break and subsequent unraveling (stretch); however, because the device was not returned, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.